Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer needed assistance reprogramming their insulin pump. The patient's blood glucose level was unknown. The customer states that they had high blood glucose. The customer's pump was reprogrammed. No further assistance needed.